Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, the customer had an issue with the erbe . The surgeon had an issue with the vessel sealer (vs) instrument taking longer time than normal to coagulate. The vs instrument was plugged ports were swapped, but the issue remained. The customer tried a second vs instrument , but the issue remained. The intuitive technical support engineer (tse) reviewed the logs but found no related issue. The procedure was aborted/converted due to patient anatomy.